Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal. The physician turned off the mv sensor and the pacemaker remains in service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.